Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and epidural fibrosis. It was reported the patient's pump was damaged when they fell, and a lot of morphine was already leaking on their body. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.